Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during therapy, the device produced a low flow alarm and read 0.0l/min. During troubleshooting, the fluid delivery line was removed and the complainant placed her finger over the port which increased the flow rate into the 2l/min range. When the pad was reconnected, the flow rate dropped to 0.6l/min with the third pad. The complainant then disconnected the pad again which increased the flow rate to 1.5l/min. The third pad was disconnected and the fourth pad connected which decreased the flow rate again. Upon reconnection of the pad, the flow rate did not recover. The complainant tried connecting to a different port with the same results. The device was replaced with a second arctic sun device; however, the problem was unresolved. Because a second set of pads were unavailable, therapy was discontinued.